Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. No display anomalies noted including flashing white display, solid white display, blank display or missing segments / partial display anomalies noted. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. No battery cap received with device. Unable to verify battery cap anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had white display. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.